Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed on part: 03.010.405 lot: 3443522: manufacturing location: (B)(4), manufacturing date: 26 may 2010. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the articles were manufactured according to the specifications and are fully functional. It is likely that there was a technical complication during insertion. The complaint instruments / pfna-nail were investigated the functional test shown the present articles are working without any problems and are fully functional. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. It is likely that a mechanical overloading situation must have led to these circumstances. No product fault could be detected. The complaint insertion handle was investigated. The evaluation has shown that the part shows some heavy wear marks / hammer blows at the metal - shaft and passage of carbon fiber. The damages have no effect on the functionality of this instrument. The review revealed that the article was manufactured in may 2010 according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that during the surgery on (B)(6) 2017, while distal locking, faulty locking occurred of insertion handle for proximal femoral nail antirotation (pfna) and aiming arm for pfna blade. The surgery was prolonged due to the issue by 15 minutes. No information about patient outcome was reported. Reported concomitant devices: pfna nail (part # 272.265s, lot # l235179, quantity: 1). This report is for one (1) radiolucent insertion handle this is report 1 of 1 for (B)(4).